Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation it was noted that the maximum tracking rate (mtr) was being displayed and not the magnet rate response. The physician presumed that the magnet rate might had brought some sort of influences on the functional restriction. No intervention was reported and no patient consequences. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5, h2.

Event description:
New information received noted that as the rate exceeded over 100 bpm, it could be said neither magnet rate nor auto mode switch (ams) was operating. It is plausible that the patient became af at the timing when the magnet was placed. Though the rate prior to place magnet was around 80 bpm and no apparent p-wave was confirmed. So, it could not be ruled out that the patient had been af originally.